Event description:
It was reported that the patient is scheduled for an ipg replacement for an unknown reason. Surgical intervention may occur.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.